Manufacturer narrative:
(B)(4). Date of report: only event year known: 2023. Batch # unknown. Per photographic evaluation: this is an analysis of five photos submitted for evaluation. During the visual analysis, the following was observed: the first, second, third, and fourth photos show a tissue with a staple line. However, due to the quality of the photo staples line form of staples cannot be determined. The fifth photo shows a tissue with clips supported by a surgical instrument. Based on the photos the event described of hemostasis controllable is confirmed and malformed staple can not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure the surgeon fired a blue reload with echelon 3000 on the first firing of the sleeve : close to or at the antrum. According to the surgeon, it was not super hard to close the handle. After the firing, we noticed the staple line was very dry. Upon re-examining it, the first staples on the staple line were slanted and the rest of the staples up the staple line were straight. There was minor oozing, and the staples were not straight, so out of caution, the surgeon clipped the staple line. Unknown if the procedure was completed successfully. There was no delay to the procedure. There was no other medical intervention required. There were no patient consequences.